Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot :the DHR of product code: 199721001. Lot : vk2111. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 03.10.2018. Qty: (B)(4). Device history batch : null. Device history review : null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: osh, mni, kwq, mnh, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - there is a missing number at the end of the batch number please complete device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, suspected adverse event incidents was presented with the use of the medical device (iadm): transpedicular fixation system -expedium® verse ¿ spine system. The transpedicular fixation system fixes a bar to the screws using plugs. At the time of postoperative control, the bar is missing a screw, so it is performed in the surgical act and they find the plugs loose. The placement is carried out, with poor quality and incomplete product. This report is for one (1) expedium verse spine system unitized set screw 5.5. This is report 1 of 1 for complaint (B)(4).